Event description:
It was reported there were high impedances with electrode 1 at 31,004 ohms. The rep reprogrammed around the electrode. The cause is unknown, there were no falls, and the patient's pain relief was not compromised by the impedances. The issue is ongoing, but no additional actions or interventions are planned, and the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.